Event description:
Customer reported that the panorama central station monitor would not turn on, which may have affected telemetry monitoring. No patient injury reported.

Manufacturer narrative:
Company representative evaluated and replaced display. Monitor was tested to factory specifications.